Event description:
Plaintiff alleges latex sensitization as a result of being continuously exposed to latex gloves. Plaintiff further alleges the development of severe illnesses and injuries to the skin, including but not limited to skin discoloration, soreness, rashes, and other respiratory and/or other related life threatening diseases, disorders and reactions.